Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during infusion, the pump generated an "alarm in line" alert, indicating a high-priority condition that stopped device operation and interrupted insulin delivery. The event required medical intervention, resulted in the patient being medically affected, and caused a delay in treatment. There were a patient involvement and harm were reported.